Event description:
The back of the lag screw driver that is tightened and loosened by the ball tip t-handle (1320-0065) had been stripped not allowing t-handle to final tighten and loosen the lag screw. The device needed to be tighten and loosen by hand.

Event description:
The back of the lag screw driver that is tightened and loosened by the ball tip t-handle (1320-0065) had been stripped not allowing t-handle to final tighten and loosen the lag screw. The device needed to be tighten and loosen by hand.

Manufacturer narrative:
Investigation summary: evaluation revealed the lag screwdriver gamma3 380x110mm to be the subject product. A lag screw step drill and ball tip screwdriver were also listed in the inquiry but not returned for investigation and thus regarded as associated products. No further associated product was reported. Review of the device history records of the lag screwdriver gamma3 380x110mm reported did not indicate any conspicuity. The item returned was documented as faultless prior to distribution and as it had been in use for a longer time (manufactured in 2012) we pre-suppose that it had fulfilled its tasks in former surgeries as intended without problems reported. The damage complained is located at the face side of the wheel of the inner threaded rod - around the hexagon considerable hammer impacts on the face side of the wheel are found, that led to increased dimensions of the hexagon. Due to the damage found the tip of a sample screwdriver 8mm, ball-tip, t-handle gamma3® did not fit into the hexagon. However, functional inspection further revealed the thumbwheel for compression / apposition and the tip of the screwdriver being fully functional; a sample lag screw could be fixed at the tip of the lag screwdriver returned as intended without problems. Based on the above the root cause of the reported event is not device related, but rather clearly linked to misuse (considerable hammer impacts on the face side of the wheel ¿ around the hexagon). This damage could have occurred in this or former surgeries. Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.